Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the actual device was returned for evaluation. A photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition. The active tip had signs of activation, and the manifold was charred. The tip and suction tube had foreign matter, presumably biological matter. The shaft, handle, cable and plug did not show any signs of damage. The device will be sent to the manufacturer for further review. The supplier performed an evaluation with the following results: device was received only in a shelf-carton box. The tip was used with tissue debris in the active tip, crystalized saline residue and stains around manifold. In addition, the ceramic was cracked and there was damage on the lower manifold. The handle, cable and plug were in used condition with procedural residue visible in suction tube. It was confirmed that there were no ncrs or deviances recorded during the manufacturing process. The customer reported that ¿unable to ablate.¿ the electrode failed to meet requirements in both electrical (fail-arc 152v during hipot active ¿ return check) and functional tests when activated in ablate mode triggered an output short and sparks error messages. The visual inspection found that the plastic manifold melted at the distal tip which was likely damaged by misuse or a 'shorting' event. Based on the evidence of the damaged section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 handswitching/one piece lps complaints. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a CAPA. To eliminate recurrence of this failure mode, a design change is required. The customer complaint can be substantiated. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. Based on the investigation findings, a potential cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2504014), and no non-conformance was identified.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr s90 4.0mm w/integr hdp device had a melted manifold and sparks/arcs. It was initially reported that during rotator cuff repair surgery, the blade was unable to ablate. It was further reported that the plasma ablation did not work. There were no delays to the surgery. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.